Event description:
Information received from the field does not address the patient's clinical status but notes <250 ohms unipolar impedance and >2500 ohms bipolar impedance with occasional loss of capture and sensing anomalies. X-rays revealed clavicular crush.